Event description:
It was reported that during pre-surgery testing, it was observed that the battery handpiece device was not turning on. According to the report, the user tried both battery devices and was no able to get the device to function. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had low power and the seals and bearings were damaged. The assignable root cause was determined to be due to improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.